Manufacturer narrative:
Date of event: the event date was not provided. The first date of the month of the aware date was used. Device is a combination product.

Event description:
It was reported that chest pain, acute stent thrombosis and stent profile problem occurred. The target lesion was located in the mid circumflex artery. After dilatation with a 2.25x15mm emerge balloon catheter, a 3.00x24mm synergy ii drug-eluting stent was deployed. A 3.25mm x 12mm nc emerge balloon catheter was then advanced to perform post dilatation. However, during the first inflation, the patient started complaining of chest pain. Upon observation of the stent, it was noted that the stent had thrombus at the distal end. The issue was identified to be an irregular shape of the stent. The physician assumed as stent fracture. After a number of post dilatations, the stent looks good and the physician was happy with the result. No further patient complications were reported and the patient's status was stable.